Manufacturer narrative:
E.1 initial reporter phone #: (B)(6). H.6. Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system was deformed. The following information was provided by the initial reporter, translated from chinese to english: the nurse prepared to perform indwelling needle puncture on the patient. When she opened the protective cap of the indwelling needle, she found that the part below the tip was bent and deformed.